Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose and three teflon 6 mm, 23 inch infusion sets were reportedly kinked, after which the user ended the call before further troubleshooting could be completed. Symptoms included hyperglycemia. Outcomes included no reported injuries, medical interventions, or alarms. Investigation included a review of the reported event and attempted troubleshooting and education with the user. Investigation of this case revealed insufficient information to determine a device or component malfunction, and no product was returned for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.